Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was found unconscious by spouse and was taken to the hospital via ambulance. Customer's blood glucose was 14 mg/dl when ambulance arrived. Customer was hospitalized on (B)(6) 2016 with blood glucose of 176 mg/dl. Customer's blood glucose began to fluctuate from 176 mg/dl to 500 mg/dl. Customer was hospitalized due to low blood glucose. Customer was wearing insulin pump at the time of hospitalization. After troubleshooting it was found that insulin pump was working as designed.